Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 215 mg/dl. Customer was advised to clean the battery cap contacts with a cotton swab and alcohol. Customer and wife were too tired to continue troubleshooting and decided to end the call. Customer will call back to troubleshoot.